Event description:
#Medwatcher #(B)(4). On (B)(6) 2015, I will be having a hysterectomy only leaving ovaries if possible due to complications related to essure inserts. Since placement in (B)(6) 2012 I have been dealing with heavy bleeding, contraction like cramping, migraines, fatigue, weight gain, servere lower back and abdominal pain, recurring yeast infections and many other stabbing agonizing pains. For 3 years I've been in pain and it all started after essure. Please listen and remove this dangerous device. I'm only (B)(6) and having a hysterectomy...